Event description:
A customer reported experiencing a high blood glucose event, but the specific cause was unknown, and the exact level was not provided as the display showed "high." Cause was not known. To manage the issue, the customer administered a corrective injection using multiple daily injections and had the control iq feature activated at the time. Technical support advised the customer to consult with a healthcare professional to better understand factors affecting their blood glucose levels.